Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: the actual device and two (02) photographs of the sample were received for evaluation. A visual inspection of the photos and actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large bore stopcock did not infuse the saline flush to the unspecified IV. This was observed during an echocardiogram with bubble study. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.